Event description:
It was reported that during use a "crack" was noticed on the cuff. The pt was re intubated. It was reported the cuff was tested prior to use.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusion can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.